Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting in inappropriate anti-tachycardia pacing (atp) and several inappropriate shocks. Tachycardia therapy was exhausted. It was noted that the patient was getting into their car and had a key fob at the time of the episode. The noise was unable to be reproduced in the presence of the key fob. No adverse patient effects were reported. This product remains in service.